Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2020-32056. Reference MFR. Report#: 1627487-2020-32042. Reference MFR. Report#: 1627487-2020-32044. It was reported the patient has been receiving ineffective stimulation. As a result, the patient will undergo surgical intervention to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 4 reference MFR. Report#: 1627487-2020-32056 reference MFR. Report#: 1627487-2020-32042 reference MFR. Report#: 1627487-2020-32044.

Event description:
Device 3 of 4 reference MFR. Report#: 1627487-2020-32056; reference MFR. Report#: 1627487-2020-32042; reference MFR. Report#: 1627487-2020-32044. Additional information obtained/received revealed the patient's drg system was explanted and replaced to provide resolution.